Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a ¿more than lunch¿ meal announcement while using the ilet, with blood glucose peaking at 217 mg/dl and remaining above 180 mg/dl for approximately 30 minutes without device alerts or alarms; the user did not use backup therapy, did not test ketones, and later completed a supply and infusion site change with successful reconnection and resumed insulin delivery, with no issues observed on infusion set removal. Symptoms included hyperglycemia without associated clinical effects. Outcomes included no medical intervention, no assistance required, and no impact on daily activities. Investigation included user education and troubleshooting, review of device performance based on reported use, and assessment of the infusion set condition upon removal. Investigation of this case revealed no device malfunction or component defect and an unclear cause for the transient hyperglycemia, with device function restored and glucose returning to range. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.